Manufacturer narrative:
(B)(4).

Event description:
It was reported that radio frequency telemetry issue due to radio frequency internal error was observed on the device. Multiple attempts were made to via merlin.net transmission to troubleshoot however was unsuccessful. Programming changes were recommended which will be made in patient¿s follow up visit in clinic. Patient was stable.